Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported possible under delivery anomaly. Blood glucose value at the time of event was 25 mmol/l. The event involved product(s) mmt-1885. Troubleshooting was performed for high blood glucose event. The customer was advised to change entire set, reservoir and insulin and treat per health care professional's instructions. The customer was not using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the self test. Unable to verify possible under delivery anomaly and perform the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to a constant pump error 38 alarm during the rewind test. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 14-jul-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the event date of 14-jul-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 273750 (27.375 u) and dailytotalofbolusinsulindelivered = 312000 (31.2 u) which is equal to the dailytotalofallinsulindelivered = 585750 (58.575 u). All bolus/basal were delivered in auto mode/manual mode. Unable to test for possible under delivery anomaly due to a constant pump error 38 alarm during the rewind test. Possible under delivery anomaly was unknown. In further review of the formatted history file, there were no unexpected pump error(s)/alarm(s) noted 2 days prior to the event date of 14-jul-2025. Pump error 38 alarm during the rewind test was found on: (B)(6) 2025 12:05:13.000, (B)(6) 2025 12:05:25.000, (B)(6) 2025 09:12:01.000, (B)(6) 2025 09:12:31.000. The pump was cut open to perform visual inspection and found a jammed motor gear box. No evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.38 mv). A test motor was used and continued on rewind test. The pump rewind, load reservoir and no reservoir detected alarms properly. The pump rewinds successfully. The pump passed the rewind test. Rewind anomaly and a constant pump error 38 alarm during the rewind test were confirmed due to a jammed motor gear box. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to verify customer alleged for high bgs. Unable to verify possible under delivery anomaly and perform the required testing due to a constant pump error 38 alarm during the rewind test. Rewind anomaly and a constant pump error 38 alarm during the rewind test were confirmed due to a jammed motor gear box. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.